Event description:
It was reported that a sterile repeater pump tube set leaked at the white injection cap (connector). This was identified during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 20, 2021 to october 21, 2021. The device was received for evaluation. A visual inspection with the unaided eye was performed which observed the finger grip connector was detached from the pvc (polyvinyl chloride) tubing and no other defect was observed. Magnified inspection observed residue at the detached area of the outer diameter end of the pvc tubing. The reported condition was verified. The cause of the condition could not be determined; however, possible causes could be damage sustained during customer handling or inadequate adhesive application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.